Event description:
It was reported the patient had a loss of therapeutic effect. The reporter stated the left side was doing a great job, but the right leg was not getting any effect. It was noted the patient was implanted on (B)(6) 2013 and they had two manufacturing representatives tweak it at different times. The reporter stated that then in (B)(6) they met with their healthcare professional (hcp) and got an x-ray and found that the wires were merged. The reporter further stated that in the meantime they struggled and fought with it. It was noted the patient went to (B)(6) for six weeks and while there ¿it would not let up.¿ it was further noted the patient worked with an hcp to schedule a revision for monday morning. The reporter stated that for the first month their settings were 2.5-3.2v to get relief. The reporter stated that this past week they had stimulation at 0.2v, but it felt like they were at 6.0-7.0 v on their left side. It was noted the patient had to turn stimulation off last night. It was further noted the patient had stimulation on for half an hour this morning, but they had to turn it off again. The reporter stated their left side was just terrible and vibrating them so much. The reporter further stated they were about to lay down because they were miserable with their initial pain. It was noted the patient had to go to the store with stimulation off because they did not bring their patient programmer because of how they were feeling this morning. It was further noted the patient stated the manufacturing representative told them they had heard of lead merging together. The reporter stated they could make it to monday and the next bump down on the programmer was off. Additional information received reported that stimulation was in the wrong location. It was noted the patient needed more right side coverage. It was further noted the patient reported inadequate coverage of right side painful areas. The reporter stated they were unable to capture the areas with reprogramming. It was noted the patient and their hcp decided to revise the leads. It was further noted the patient tried some programs pre operation to confirm coverage areas with each lead. The reporter stated the hcp removed the far left lead and placed it right of midline. It was noted the hcp left the midline/moderately left lead intact. The reporter stated that intraoperative testing confirmed right side coverage. It was noted that the lead was reanchored and impedances were within normal limits after reconnecting the implantable neurostimulator (ins). It was further noted the patient was experiencing stimulation in all of their painful areas and there were no further issues at the time of this report. It was noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was scheduled to be reprogrammed (B)(6) 2014. It was later reported that the patient was reprogrammed on wednesday of the week of (B)(6) 2014. It was noted that the patient was doing better and liked the stimulation. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID, 97740, serial# (B)(4), product type: programmer, patient. Product ID, 9 7754, serial# (B)(4), product type: recharger. Product ID, 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID, 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that now the patient was getting stimulation to his hips and both legs but he was not getting therapy across the center of his back or up his spine. It was noted that the patient had been working with the nurse at his hcp office who contacted the manufacturer's representative, but the patient has not yet heard anything back and wanted to confirm the appointment. It was reported that the patient wanted his stimulation adjusted "to be closer to what he wants", a little more pain free because he was not taking any pain medicine. The patient went on to state "well I'm taking tramadol, one in the morning and one at night. I took darvon for years. To me what I'm taking is just a glorified aspirin. Last week I started taking arthritis strength tylenol 2 times a day to help adjust because I'm loaded with arthritis and stenosis, I'm just a physical wreck."it was noted that the patient discussed his health issues prior to receiving stimulation therapy, including 3 years of epidurals and nerve blocks, an l5-s1 surgery in (B)(6) 2013, and pain shots. It was noted that his stimulation therapy was "tremendous what it's done as far as being able to get up and walk. I could go a week at a time, I couldn't leave the house. I couldn't go from chair to chair it hurt so bad. Now I go. I'm in pain sometimes, don't move very fast but I go".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a new program added by a manufacturer's representative about 2 weeks ago and he was "running them pretty high" and since this time the patient has had to recharge more often. The patient reported that last night it "took forever" to recharge his ins battery and today it was taking forever. It was noted that it usually took 40 minutes to charge the implantable neurostimulator (ins) fully starting from 3/4 battery and today it took an hour and 47 minutes. The patient asked if this could be a problem with the recharging equipment. The patient reported that coupling fluctuated between 2 and 8 couple bars when recharging even though he was not moving; only breathing. The patient noted that he did not use the recharging belt because of the inconvenience and because it stretched, the patient reported that he used adhesive discs and leaned up against a small pillow to keep the antenna in place. Information that had been previously reported for this event was omitted.

Manufacturer narrative:
(B)(4).